Event description:
Leaking (chemotherapy) from connectors at end of tubing of IV administration sets. No adverse effect to pts or staff, but potential exists with chemo exposure to skin. Leakage occurs with pump administration tubing. Sample of problem tubing returned to MFR. Reported that 2 piece luer lock adapter was damaged from unknown causes. Defect can be seen in luer connector. Adapter cracks or breaks at defect site. MFR has identified source of defect and is re-mfg. Product exchange is scheduled for september, october and november.